Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 cc juvederm vista voluma xc in the nasolabial folds (nl1) and chin (c1, c2). About eleven months later, patient developed swelling, redness and granulomatous inflammation. Patient was treated at an institution near the patient with an antibiotic infusion 8 days after the day of onset, 2 days later, on the following day, 2 days later, and 2 days later. Patient did not recover. Patient then returned to the clinic and was treated with anti-allergic agents and steroids. Patient was scheduled to also have pulse therapy. Symptoms are ongoing.